Event description:
The device was used during a thoracoscopic procedure. Reportedly, the instrument misfired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.